Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the contact first name and the facility address. (B)(6).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for the puncture of the right afc (common femoral artery) without any occurrences. An pre-angiogram was performed. This showed that the puncture site could be closed with the angio-seal vip. The angio-seal sheath could be introduced easily. When pulling out the carrier system, the complete system was pulled out. The anchor could not be placed. The doctor immediately started manual compression for about 40 minutes followed by a compression bandage. Hemostasis was then achieved. Bleeding occurred in the procedure room. The patient was reported to be in stable condition. There were no further complications. Additional information was received on 11/23/2018. The puncture site was the right femoral artery. The patient had coronary artery disease, hypercholesterolemia. The patient was given clopidirel, aspirin, and heparin.

Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was returned in the full rear lock position. The deployment sleeve was completely unmated from the hemostasis sheath. The collagen was stuck in the valve on the hemostasis sheath. The suture still intact, connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible. The bypass tube was not present inside the hemostasis valve. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the reported event was due to forcible unmating and withdrawing of the carrier tube hub which led the undeployed collagen to be caught within the valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.